Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the secondary infusions have taken longer to infuse. This was reported to bd representatives during site visit. Bd clinical practice consultant educated on set up and overfill. There was patient involvement, but the outcome is unknown.